Event description:
Recipient visited the office on (B)(6) 2023 to have a wound looked at. There was a small open wound about 7 mm wide over the implant housing and the implant was visible. The recipient underwent a skin flap surgery on (B)(6) 2023, at the same time the recipient was implanted on the contra-lateral side. The recipient will be seen in (B)(6) 2023 for initial programming of the left ear and follow-up on the wound. This report refers to 9710014-2023-00208. For further information please refer to this report.